Event description:
It was reported that the patient presented for a dialysis procedure. It was noted that during the procedure, the patient had experienced arrhythmia, and the pulse generator was over-sensing noise due to electromagnetic interference (emi) resulted in pacing inhibition. Patient status was not provided.